Manufacturer narrative:
The technician discovered a loose connection. The technician reconnected the pin in the molex connector, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed has a loss of trendelenburg, reverese trendelenburg, and hi/low.